Event description:
Customer reported device= in the 400s mg/dl. Customer went to the hosp for 2.5 hours later. Hosp device=146 mg/dl. No treatment. A request was made for return product and replacement product was sent.